Event description:
It was reported that after insertion of an intraocular lens (iol) a foreign body was inside the eye. The surgeon was able to retrieve the object with a second instrument. Irrigation/aspiration (I/a) was performed and the anterior chamber was determined to be clear at the end of the procedure. Through follow-up, it was learned the foreign body was in the patient's right eye. After the lens was injected, the surgeon observed a 3 mm disc like piece of plastic next to the folded lens. After the lens unfolded, the piece of plastic was sucked towards the I/a handpiece, but could not be aspirated. Additional viscoelastic had to be injected to stabilize the piece which was removed with utrada forceps. There was no vitrectomy, incision enlargement, or sutures required. The patient is doing fine post-operatively.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 12, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: visual inspection under magnification revealed the plunger rod was fully advanced with no damages to the plunger rod, and no defects with the handpiece before and after disassembly. No suspect iol was received as part of this return. No foreign material was observed to be returned for evaluation and therefore no further product evaluation could be performed. The complaint issue foreign material - loose was not confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.